Event description:
This is filed to report mitral stenosis. This article presents a case of a 78-year-old female who underwent a mitraclip procedure for treatment of severe mitral regurgitation (mr). The patient was presented with prolapsed posterior leaflet (p2), severe posterior mitral annular calcification. Nt clip was implanted at a2/p2 with trivial residual mr. However, mean mitral gradient (mg) increased from 5mmhg to 9mmhg. After removal of the steerable guide catheter (sgc), there was a left-to-right shunt across the interatrial septum with improved mg of 6 mm hg. Follow-up transthoracic echocardiogram within 24 hours confirmed stable mg of 6 mm hg. However, subsequent echocardiogram performed 2 months post-procedure revealed closure of the iatrogenic atrial septal defect with mg then at 13 mm hg. No additional information was provided.

Manufacturer narrative:
B3: date of event is estimated. D6: the implant date is estimated. D4: the UDI number is not known as the part and lot numbers were not provided the device was not returned for analysis and a review of the lot history record could not be performed as the part/lot information was not provided. Based on the information reviewed and due to the limited information available from the article, a cause for the reported mitral stenosis cannot be determined; however, mitral stenosis is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in b5 is filed under separate medwatch report number.